Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) observed a clog of the nucleated red blood cell (nrbc) chamber attributed to the pieces of the rubber debris from specimen caps. The fse replaced the nrbc mix chamber, the differential mix chamber, and tubings associated with both chambers per established procedures. Upon the completion of the necessary and verified repairs the instrument was returned back into service. Beckman coulter has issued a notification letter to associated customers. An beckman coulter investigation regarding this issue is currently underway. (B)(4).

Event description:
A customer reported that they observed a 20 ml fluid leak coming from an unicel dxh 800 coulter cellular analysis system. The leak was contained within the instrument. The healthcare worker interfacing with the machine was wearing personal protective equipment, which included a lab coat, gloves and goggles, at the time of occurrence. There was no biohazardous exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death, injury or modification to patient treatment was associated with this event. There was an exposure plan in place at the facility and the material safety data sheet was available.